Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient needed low flow alarm threshold (lfat) on the primary system controller. The lfat was performed on the patient's primary controller. The patient had previously been provided low flow software on their primary and backup system controller, which indicates a system controller exchange may have occurred for unknown reasons.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown system controller exchange was not confirmed. Provided information revealed that the low flow software upgrade was performed on the patient's primary controller. The patient had previously been provided low flow software on their primary and backup system controllers, which indicates a system controller exchange may have occurred for unknown reasons. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Log files were not provided, and no products were returned for evaluation. A root cause for the reported event was not conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿ and section 2 of the IFU, ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.